Event description:
The hospital reported that during preparation the t.w. Power supply does not power up. The problem was discovered during testing. No patient involved.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6 health effects changed to no patient involved. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during preparation the vh-3010 that does not power up. The problem was discovered during testing. No patient effects.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.